Event description:
It was reported that customer is experiencing high blood glucose levels. Customer states that there was a hospitalization for high blood glucose levels and keytones. Blood glucose levels at the time of hospitalization was 596 mg/dl. Customer was not wearing the pump at the time of hospitalization. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.